Event description:
An occlusion alarm was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin.